Event description:
It has been identified that this record, mrn 9617229-2023-09803, is a duplicate of mrn 9617229-2023-09115. Please see mrn 9617229-2023-09115 for reportable events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.